Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unk), using stat padz multi-function electrodes, but the device failed to deliver the energy to the pt. The clinicians then changed to a different lot number electrodes and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported event. Please reference med watch report number 1220908-1999-01128, which references a subsequent malfunction that occurred at this facility with the same lot numbered electrodes.